Event description:
It was initially reported by the patient's caregiver that the patient was recently implanted with a vns device and was taken into surgery again as her incision site opened up. Patient was taken to the surgeon and infection was noted. There was a clear, yellow liquid leaking out of her generator pocket. The surgeon cleaned the incision site and taped it up. Add'l info was received from the caregiver stating that the patient was taken into a second surgery as the incision site opened up again. Good faith attempts to obtain add'l info has been unsuccessful til date.